Event description:
The surgeon felt friction when advancing the enterprise stent (enc452212/10361575) into the prowler select plus microcatheter (606s255x/details unknown) during a procedure to treat the left middle cerebral artery aneurysm. The surgeon chose a 6f guide catheter (details unknown), and a guidewire (details unknown) to establish access then put the prowler select plus in place to advance the enterprise stent. The surgeon felt friction during advancement. The stent could not be withdrawn. The surgeon had to remove the stent and microcatheter as a unit and changed new stent to complete. No adverse event was reported.

Manufacturer narrative:
Concomitant devices: 6f guide catheter (details unknown); guidewire (details unknown)p; prowler select plus 606s255x/lot unknown). The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4). This report is related to MFR report #1058196-2014-00277.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10361575. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device may no longer be available for return. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. If the device is returned a supplemental report will be submitted at such time with updated investigation results.